Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, after inserting the absorbable clip into the matching clip applier, the clip automatically popped out without ligating the tissue and could not be used. Another clip was used to resolve the issue in order to complete the case. There was no patient injury.